Manufacturer narrative:
Juston quintas, j., garcia rojo, e., garcia gomez, b., lista mateos, f., otta oshiro, r. J., pena vallejo, e., manfredi, c., bozzini, g., rodriguez antolin, a., romero-otero, j. (2025). Aquablation vs. Holmium laser enucleation of the prostate for benign prostatic hyperplasia: a 150-patients prospective comparative multicenter study. Minerva urology and nephrology, 77 (1), 111-9. Doi: 10.23736/s2724-6051.24.05871-3. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via an article published in the minerva urology and nephrology journal, that a prospective clinical trial study was conducted to compare the efficacy and safety between holmium laser enucleation of the prostate (holep) and aquablation procedures in the treatment of benign prostatic hyperplasia (bph). Holep was performed on 75 patients, with bph and mean age of 68 years, with a versapulse powersuite laser console between july 2021 and july 2023 at 3 institutions in spain. All patients from both treatment groups received a foley bladder catheter with a ballon, standard catheter traction, and continuous bladder irrigation. Following holep procedures, 1 patient had a blood transfusion. At one month post-procedure, 10 patients had an emergency visit, 2 patients were readmitted due to hematuria which was managed and resolved with continuous bladder irrigation, 5 patients had acute urinary retention which required catheter placement for 5 days, 7 patients had re-catheterization of the bladder, and 3 patients consulted for dysuria and were treated with oral antibiotics. At a 6 months post-procedure, 3 patients presented with lack of social urinary continence, and 67 patients had ejaculatory dysfunction. Additionally, a review of the pathological anatomy patients in the holep group yielded 1 clinically significant incidental cancer case.